Event description:
Per the clinic, the device was explanted on (B)(6), 2022 due to device non-use. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on may 05, 2022.